Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-012-42-5008 - logic pts, size 5, 8mm 1913401 02-012-60-1440 - tru stem ext 14mm x 40mm 6424346 02-012-66-3000 - metaphyseal tibial cone, ml39mm 6238462 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t 6527236 204-70-00 - tibial stem ext. Screw 6385105 cs-05cc - intersep calcium sulfate 16371.

Event description:
As reported via legal documentation, a patient underwent their first left knee revision surgery on (B)(6) 2020. They have not yet undergone a second revision surgery, but it has been confirmed that they were re-implanted with a second recalled optetrak logic polyethylene tibial insert. The patient claims to suffer from injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.